Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. In addition, it was reported that the pump would not charge normally despite the attempt of multiple cables and power sources. When the pump was plugged into a power source, the pump did not recognize the power source. The customers blood glucose (bg) level was impacted (271 mg/dl) the customer took a bolus to stabilize bg level. It was indicated that the customer would continue to use the pump until the replacement arrives.